Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose level was 232mg/dl. The customer attempted to resolve the occlusion alarm by changing their infusion set prior to contacting tandem technical support. No troubleshooting was performed during the call. The customer reverted back to manual injections for diabetes management.